Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that an intermittent loss of sensing was observed on the implantable cardiac monitor. Device sensitivity was reprogrammed. The device was later explanted at an unspecified date.